Event description:
Patient presented to the physician with right-sided tongue pain, ear pain, and headaches, which were exacerbated by chewing and swallowing. Physician prescribed steroids. Patient presented back to the physician with continued right-sided tongue pain. Physician prescribed an anti-inflammatory medication.